Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07618. It was reported the patient no longer had effective stimulation. The sjm representative met with the patient for reprogramming, but the stimulation continued to auto-reduce. It was reported the patient had multiple contacts on the lead which were invalid. The patient no longer had left foot stimulation coverage. The physician had x-rays taken, but no abnormalities were found. In addition, the physician planned to have x-rays taken of the ipg. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.